Event description:
It was reported that the bd integra¿ needle wouldn't retract during use after removing it from the patient. Lot #'s 6139911 and 6299679 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: "needle is not retracting after withdrawing from the patient".

Manufacturer narrative:
Investigation: no samples or photos were provided by the customer for investigation. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6139911, medical device expiration date: 2021-05-31, device manufacture date: 2016-08-25. Medical device lot #: 6299679, medical device expiration date: 2021-10-31, device manufacture date: 2016-12-02. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd integra¿ needle wouldn't retract during use after removing it from the patient. Lot #'s 6139911 and 6299679 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: "needle is not retracting after withdrawing from the patient".